Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. No cosmetic damage was noted.

Event description:
The customer reported via phone call that the insulin pump received an error alarm and keeps turning off. The alarm occurred while the customer was at work. The customer stated that the basal was not programmed before the alarm occurred. The blood glucose reading was 170 mg/dl. Troubleshooting was conducted on the insulin pump. The insulin pump will be replaced.